Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited a failure to capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found which is consistent with procedural damage.